Manufacturer narrative:
(B)(4). Refer to report numbers: 2015691-2016-03886 and 2015691-2016-03882.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the obstruction was observed during the procedure due to the apparent ventricular function decrease, leading to the valve being removed. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23 mm bioprosthetic aortic heart valve was explanted at implant due to obstruction. As reported, the valve was implanted and cardiac echo showed decreased ventricular function coming off bypass. Bypass was reinstated and the valve was examined. Per the physician, the aortic valve was obstructing the left main by riding too high up on the inferior aspect of the left main. The valve was explanted and a 23 mm non-edwards valve was eventually used in replacement. Hemostasis was obtained and the patient was in normal sinus rhythm at the conclusion of the procedure.